Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 40-year-old male patient presenting for cardiomyopathy. During impella support, it was noted that the patient developed hemolysis and subsequent renal failure. The patient underwent dialysis to manage the condition.